Event description:
Caller alleges inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For 1st data set, both inratio and lab values are within the confidence limits for inr testing. The 2nd set of readings in considered accurate based on "area outside the acceptance region" table. For the 3rd data set, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.